Event description:
It was reported that the user experienced recurrent hypoglycemia shortly after meal announcements while using the ilet bionic pancreas with a compatible cgm, with one episode documented at 53¿59 mg/dl following a breakfast announcement and no initial treatment taken until advised consuming approximately 15 g of fast-acting carbohydrates. Symptoms included hypoglycemia confirmed by fingerstick. Outcomes included oral carbohydrate treatment and user education on hypoglycemia management. Investigation included agent review of device-reported data indicating glucose within normal range at the time of meal announcements, troubleshooting with hypoglycemia treatment guidance, and escalation for clinician review to assess potential target adjustments with additional training assigned. Investigation of this case revealed no device alarms, no reported device malfunction, and a cause for the hypoglycemia that remains unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.